Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was worn contacts on the rear response button cable. The worn contacts were causing intermittent contact to the ca board. The root cause for the worn contacts was unable to be identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.